Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual instructs users to return any damaged components to heartware. Inability to read the display associated with an alarm may result in no action or the wrong or inappropriate action taken in response to critical alarms. This may result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A perfusionist reported that when a female patient once in clinic, the led screen of her controller was noted "faded" making it difficult to read the display. The site performed an elective controller exchange with minimal pump-off time. The patient tolerated the exchange well.

Manufacturer narrative:
A perfusionist reported that when a female patient once in clinic, the led screen of her controller was noted "faded" making it difficult to read the display. The patient did not report having dropped the device. The site performed an elective controller exchange with minimal pump-off time. The patient tolerated the exchange well. The reported event of a faded display was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the receiving inspection confirmed that the display was functional when originally received by manufacturer. Analysis revealed that the device failed visual inspection due to low contrast on the controller's display. Adjusting the contrast via a potentiometer improved the readability of the controller's display. The manufacturer and supplier have an open investigation for lcd related failure modes. The most likely root cause of the reported event can be attributed to improper assembly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.